Manufacturer narrative:
This event was reported erroneously and does not represent a reportable event, therefore no further reports will be sent.

Event description:
A user facility charge nurse (cn) reported a dialyzer was leaking with normal saline solution (nss) during recirculation. Upon follow-up, the cn stated there was a patient involved and the patient's blood was not returned to the patient due to the leak. The estimated blood loss (ebl) was unknown. Upon follow-up, the clinic manager (cm) stated there was no patient involvement associated with the leak on (B)(6) 2024. The leak occurred before the patient was connected to the machine, during recirculation. No further details were provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported a dialyzer was leaking with normal saline solution (nss) during recirculation. Upon follow-up, the cn stated there was a patient involved and the patient's blood was not returned to the patient due to the leak. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.